Event description:
The patient contacted baxter's technical service center, regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use. The technical service representative (tsr) reviewed the programming. The hcp was programmed for continuous cycling peritoneal dialysis with a total volume of 9000ml, a fill volume of 2000ml, a last fill volume of 1000ml, a dextrose setting of same, number of cycles set to 4, and an initial drain alarm of 150ml. The tsr reviewed the therapy log. The initial drain volume equaled 178ml, the last fill volume equaled 997ml, the total fill volume equaled 8013ml, the total drain volume equaled 9480ml, and the total ultrafiltration (uf) equaled 1467ml. The cycle 4 uf equaled -208ml, the cycle 3 uf equaled 2090ml, the cycle 2 uf equaled -208ml, and the cycle 1 uf equaled -206ml. The last manual drain setting was set to no. The tsr explained about the initial drain alarm and the therapy. The tsr advised the patient to let their registered nurse (rn) know about the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain alarm. The nurse stated that she was aware of the alarm. She stated that the programming of the initial drain alarm has already been adjusted. The nurse stated that the patient is a positional drainer and sometimes has to readjust to finish draining. The nurse stated that the patient has been able to continue therapy on the cycler successfully. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed, based on the information gathered during baxter's investigation. The root cause of the report was determined to be insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow situation occurred above the minimum drain volume threshold. A service history review revealed no previous service events that were related to the reported condition. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. This issue is being investigated through CAPA.